Event description:
Customer had purchased freeze off and first applied it at about 4pm, and by 9:30pm the same day had to go to the e.r. Based on family member's recommendation. Customer applied the applicator straight to the warts and sprayed. Warts (36 of them) were on their ankle, knees, legs and hands. They did not know how long they kept the applicator on the area. They retreated the same area within an hour of their first application. At the e.r. Customer was told they had 2nd degree burn, and was allergic to the product. They experienced severe pain in the treated area, but did not experience hives or itching. They were given silvadene cream, bandaged and released. No areas became infected. Customer was later seen by primary care physician, and referred for physical therapy as the 'bad' areas are on their left knee. Six of the worst areas still look 'really terrible', according to customer.